Event description:
It was reported that the customer's pump was "not delivering insulin." The customer experienced a blood glucose (bg) level of 553 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin, potassium, and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check was performed by tandem technical support, and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin therapy.